Event description:
It was reported that hypotension and a dissection occurred. A 14fr isleeve and size small acurate neo valve were selected for a transcatheter aortic valve replacement (tavr) procedure. Patient peripheral vessels were moderately tortuous with mild calcification. Diameters of vessels on both sides were within the minimum diameter to use the 14f isleeve. A left femoral access was gained with a minimum diameter of 5.7mm, due to high bifurcation on the right femoral side. The insertion of the isleeve was completed without any difficulty. Balloon aortic valvuloplasty(bav) using a non-bsc 20mm balloon was done twice with rapid pacing, according to the instructions for use(IFU). After the acurate neo valve exited the isleeve, resistance was felt as the left femoral peripherals were tortuous. Positioning of the valve went well. Position was correct then the physicians opened the upper crown and the valve moved slightly down. Physicians pulled the valve toward the upper annulus and reseated good positioning. The stabilization arches were then opened. During the stabilization arches opening they found the capsule that covers the lower crown was slightly open but still connected to the stemholder. The safety button had not been removed yet. Because the lower crown was slightly open the physicians decided to deploy the lower crown quickly and position was good and the valve was deployed and the delivery system was removed without any problem. The stent frame of the valve was correct and expanded and there was mild paravalvular leak(pvl) so the physicians decided not to do a post dilatation. During their evaluation, the patients blood pressure(bp) dropped. The physicians had to do cardiopulmonary resuscitation (CPR) for about 10 minutes and administered adrenaline. Then the patients bp recovered to normal. During the removal of the isleeve with the dilator, the patient's bp suddenly dropped again. Upon doing a peripheral angiogram they saw an external iliac tear. A contra lateral balloon was used to stop the bleeding. The physicians had to stent over the tear and the patient outcome was stable. The patient has since been discharged from the hospital.